Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had increasing capture thresholds. When the physician tried to reposition rv lead, the lead helix failed to extend. The rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.